Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a startup issue. Upon troubleshooting actions, fse cleaned the cables and connections of the host pc and the pc¿s ram modules. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.